Event description:
Wcc nuyrse reports rectal bleed in patient related to the use of the fms. The bleed was confirmed by endoscopy in 2005. Pt was admitted to facility with diagnosis of respiratory failure lure/ventilator dependent. The fms was inserted for lure/ventilator dependent. The fms was inserted for management of continuous diarrhea about 2 weeks prior to rectal bleed. The physician performing the endoscopy reports "rectal ulcer at the balloon site".